Event description:
It was reported that after the patient received multiple shocks, the device was checked and found to be in backup vvi. Review of the printouts revealed that the battery was depleted. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Upon receipt, the device was in backup vvi mode. The device entered backup vvi mode after two software resets occurred in a short period of time. This was caused by the device encountering too many hv charges in a short period of time. The device was tested on the bench and using automated test equipment and no anomaly was found.